Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that daughter called to report her father fell out of a dolphin matt 4501088201. She advised the nursed were readjusting her father when he fell out of bed about 10pm (B)(6) 2022. He was taken to the emergency room at (B)(6) memorial because they could not stop the bleeding on his toe. He was given 6 stitched and has bruising on the right side of his face. Today he is sore on his shoulder and arm. Nurse practitioner amber coll ordered x-rays be done and family is still waiting for the results. Daughter was told by the facility ( doesn't remember the nurse's name) that they were adjusting the patient when the mattress malfunctioned/ deflated, and it was joerns fault not theirs. Daughter thinks there is something the facility is trying to cover up since this is not the first time something has happened to her father. Service order was created (B)(4) with notes "reported mattress deflated" (B)(4) and (B)(4) were entered into our system to have the products returned for investigation. As of this writing, the products have not been returned.